Manufacturer narrative:
The complainant reported no patient injury. The device remains in service at the customer site. Spacelabs field service engineer canada and product specialist made several attempts to follow up with the customer for additional information and without success. This report is complete, and this issue is considered closed. Spacelabs will submit a supplemental report will be submitted should other data become available. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020 the customer stated "as having and unreliable ECG algorithm - displaying vruns and vfib when patient was asymptomatic. The only other thing of note is this patient has a ICD (implantable cardioverter defibrillator).¿ no injury was reported associated with this event.